Event description:
A 48-yr-old female reports onset of symptoms approx 1 yr ago to include: dry eyes, general malaise, hip pain, ankle pain, joint pain, right-sided chest pain, hair loss, muscle pain, chronic faitgue, headaches, insomnia, chronic diarrhea, luq abdominal pain, and swelling of lymphnodes in neck, groin and axilla. Has seen as many as 12 different physicians per referral of pmd and had unnecessary procedures "when all along it was the implants."